Event description:
Report rec'd of a heparin drip "free-flow" into the pt. The customer reports that the set had been primed with the heparin solution without difficulty. It was reported that the nurse had not engaged the flow regular after priming. The nurse was about to put the cassette into the pump door, when another pt called her away. The heparin solution continued to infuse into the pt with the flow regular in the open position. The heparin concentration was 25,000u in 250cc's. It was unknown to the reporter how much of the 250cc volume actually infused in to the pt. The pt did receive an unspecified dose of protamine. It was also unknown to the reporter if blood work was performed. The reporter stated there was no adverse pt sequelae and that the pt recovered and was discharged home by now. Add'l pt info was requested, but no further info was available.